Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range left ventricular (lv) lead pace impedance measurements, measuring greater than 3000 ohms. In addition, noise was oversensed on the lv lead, which resulted in pacing inhibition. The patient did not experience asystole. The right atrial (ra) and lv amplitudes were both, low out of range. Technical services was consulted. The patient will be brought into the clinic at a later date for further evaluation. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high out of range lv lead pace impedance measurements, noisy signals, oversensing, pacing inhibition and low amplitudes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range left ventricular (lv) lead pace impedance measurements, measuring greater than 3000 ohms. In addition, noise was oversensed on the lv lead, which resulted in pacing inhibition. The patient did not experience asystole. The right atrial (ra) and lv amplitudes were both, low out of range. Technical services was consulted. The patient will be brought into the clinic at a later date for further evaluation. The device remains in service at this time. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Additional information was received that this device has been explanted and replaced as a result of reported non-product experience. No adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high out of range lv lead pace impedance measurements, noisy signals, oversensing, pacing inhibition and low amplitudes.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.